Manufacturer narrative:
(B)(4): this lot was manufactured from february 19, 2015 to february 20, 2015. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the large volume infusor leaked. The leak occurred when the device was being filled with fluorine. There was no patient involvement. No additional information is available.